Event description:
The patient reported the surgeon implanted a micl 12.6mm implantable collamer lens in his right (od) eye on (B) (6) 2007. The patient reported to have a vitreous detachment. The doctor's office was contacted. The doctor indicated the condition was due to pre-existing high myopia and the age of the patient. Date of last visit was (B) (6) 2010. The icl remains implanted.

Manufacturer narrative:
(B) (4). Method: lens work order search medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Medical review - any highly myopic patient has an increased risk of experiencing vitreous detachment with or without any intraocular procedure performed. This adverse event is most likely secondary to the increased risk of detachments in patients that are highly myopic rather than the icl itself. The clinical trials showed that the cumulative risk of retinal detachment after implantation of this device is 0.6%. It is unknown if the icl caused or contributed to this adverse event. Conclusions: based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B) (6). This constitutes an off-label use of the device. (B) (4).